Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the bronchovideoscope had crystallization (foreign material) on the scope body. The issue was found during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to degradation relation problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bronchovideoscope had crystallization (foreign material) on the scope body. The issue was found during service / maintenance (not in a clinical setting). There was no patient involvement.